Event description:
It was reported during a prostatectomy procedure that the clips jammed. Took new instrument. No further info is available. There was no adverse pt consequence.

Manufacturer narrative:
Eval summary: the instrument was returned in good physical condition. The instrument was cycled and would not feed the clips due to a damaged antibackup. However, the jaws open and close as intended. Upon disassembly of instrument no anomalies were noted on the internal components. No conclusion could be reached as to what may have caused the found incident. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigaiton is warranted. A batch record review was performed and no anomalies were found during the mfg process.